Event description:
Facility reported possible pt exposure to residual rapicide. Facility stated the automatic endoscope disinfector completed 6 cycles without water applied to the system. The cycle history displayed both rinse phases were performed yet a technician witnessed no water flow. No pt adverse reactions or injuries were reported or have been reported.